Event description:
It was reported by the patient, "that surgery was performed because the implant became loose out of the joint, because the implant had eaten a hole in her pelvis."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information had been requested, and if it becomes available, it will be submitted in a supplemental report.